Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this pacemaker experienced difficulty being interrogated. Technical services (ts) walked the health care professional through troubleshooting including the use of a magnet and a different programmer wand. It was discovered the device was at end of life. Ts discussed that telemetry placed a large strain on the battery of the device which resulted in difficulty interrogating the device and recommended device replacement. It was noted that the patient was not pacemaker dependent at that time. The device remains in service at this time. No adverse patient effects were reported.